Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, the 26mm sapien ultra valve and 26mm commander delivery system met a lot of resistance while advancing through 14 french esheath via subclavian access. Once the valve exited the sheath and was in the ascending aorta it was noticed under flouro the valve strut was bent. The valve was able to be pulled into the sheath and all of the devices were removed. A new 16 french esheath , a second 26mm sapien 3 ultra valve and a new 26mm commander delivery system were prepped and successfully implanted in the aortic position. The subclavian was stented for a vascular injury. There was reported damage to the sheath. The devices are to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed one strut bent outward at the inflow side, all struts exposed through skirt, normal after crimping and use, one strut slight bent at the outflow, post expanded bent struts were corrected, frame was distorted, all struts remained exposed through skirt, normal after crimping and use, leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed the following patients access vessel had presence of tortuosity access vessels, snake view of access vessel shows tortuosity, crimped valve exposed through sheath liner torn area, one strut appeared bent slightly outward at the inflow side, struts exposed through skirt, normal after crimping and used. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on (B)(4) of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The following instructions for use (IFU) and training manuals were reviewed IFU, commander delivery system with s3 s3u thv, us, device preparation manual, procedural training manual and supplement subclavian and axillary approaches training manual. Subclavian and axillary (not preferred side) from the right side, it is difficult to be coaxial and centered with the valve mounted on delivery system. Ensure extra stiff guidewire for the implant use of stiffer wire may cause significant ai and may limit centering of the valve. Insert delivery system upside down to use the flex wheel to gain better coaxiality if needed. Degree and location sharp angles are responsible for potential sheath kinking, subclavian axillary dissection, and aortic arch damage. Left axillary approach limited to left subclavian takeoff angle 90 degree from the aortic arch. No IFU training deficiencies were identified. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. A risk assessment was performed on the reported event and the risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with system components interfere with access vasculature, damaging tissue. No evidence of product nonconformances or labeling IFU inadequacies were identified in the evaluation. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks. To address the issue, corrective action and preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old), the occurrence rate did not exceed the (B)(6) 2021 control limit for trend category for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same the pra documents the potential for percutaneous intervention, which did occur during this event. The pra remains applicable, and no further action is required. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old design). The complaint was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU training materials revealed no deficiencies. As reported, the 26mm sapien ultra valve and 26mm commander delivery system met a lot of resistance while advancing through 14 french esheath via subclavian access. Once the valve exited the sheath and was in the ascending aorta it was noticed under fluoro the valve strut was bent. Additionally, the patients access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance indicated by the flex tip gouges, the valve strut can catch and tear through the sheath and resulted in the bent strut observed. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv delivery system, and do not over manipulate the sheath at any time. These patients and or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. In this case, the reported vascular injury was likely caused by device manipulation during insertion and withdrawal of the devices.